Event description:
It was reported that surgeon downsized femur from planned. "Not" injury reported.

Manufacturer narrative:
The associated journey ii visionaire cutting block kit was not returned for evaluation. Therefore a product evaluation could not be performed. However, case details have been provided. Therefore, an evaluation was conducted based on the information received. The review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. Our investigation including an engineering evaluation by our visionaire team noted that after evaluation, , no root cause could be found for the complaint. All parts of the design were within visionaire standards. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.